Event description:
Pt's husband called rn to inform her that tpn pump would not taper up, only down when pump was started. All settings verified and checked to be correct. Battery changed. Pump would still only 90 to taper down mode. Pump was exchanged and malfunctioning pump returned to office.